Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported the battery life was short and that his defibrillator battery was coming to an end in 6 to 8 months. The device remains in use. No patient complications have been reported as a result of this event.